Event description:
The manufacturer representative reported the patient was seeing a power on reset (por) message on the patient programmer. The patient stated they were at a (B)(6) event last week and thought that may have been when their stimulator was reset. No symptoms were reported. Additional information received reported that the troubleshooting performed was they attempted to sync with icon and change programs with the clinician programmer. It was stated that the actions or interventions taken to resolve the reported event was the physician contacted the manufacturer representative, and they walked the doctor through resetting and programming the patient. As a result, the por was resolved. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.